Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found no physical damage to the pump. During power on pump, run motor drive and occlusion testing the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced speaker as preventative maintenance. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.